Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known. This is 2 of 2 medwatch reports regarding this event.

Event description:
It was reported to minimed that the customer experienced hyperglycemia. Blood glucose value at the time of event was 400 mg/dl. The customer was treated with insulin pump and manual injection. The customer received change sensor alert and lost signal alert too. The event involved products mmt-1884, mmt-431ag, mmt-342, mmt-7040a, mmt-7841zn. Troubleshooting was performed. It was confirmed that the transmitter serial number was programmed in manage devices screen. Pump was in process of making multiple attempts to re-establish communication with the transmitter and the reported loss of communication issue between the transmitter and the pump was not resolved. The customer was using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high blood glucose event. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-1884, mmt-431ag, mmt-342, mmt-7040a, mmt-7841zn.